Event description:
Reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2024 that an occlusion alarm occurred; the blockage was at the site. The blood glucose level was high, and the issue was being addressed due to a correction bolus via pump. No further information available.